Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the right ventricular (rv) lead (his bundle) exhibited high thresholds, non-capture and the helix could not be retracted from the myocardium. The lead was capped and replaced. No patient complications have been reported as a result of this event.